Event description:
It was reported that this system with a pacemaker, right ventricular (rv) and right atrial (ra) leads showed elevated ra thresholds. Also, presenting electrogram (egm) looked like noise. Atrial fibrillation, as well as the atrial rhythm was observed to be under sensed. At signal artifact monitor events the minute ventilation termination algorithm occurred due to noise. The rv lead showed over sensed noisy signals and a low, out of range pacing impedance. A full ra lead testing to check sensing and captue was suggested. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.